Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050702 captures the reportable event of snare loop cutting problems.

Event description:
It was reported to boston scientific corporation that a cold snare used in the colon during a colonoscopy procedure. The exact procedure date was unknown. During the procedure, the snare did not cut or close properly. The procedure was completed with another cold snare. There were no patient complications reported as a result of this event.